Event description:
It was reported that approximately 10 hours after insertion of the intra- aortic balloon, blood was noted in the helium tubing. The intra-aortic balloon was removed and a replacement was not inserted. One day after removal of the intra-aortic balloon, the pt had a retroperitoneal bleed and required a transfusion. The pt expired several days later due to her poor cardiac condition. The retroperitoneal bleed may be associated with repositioning of the intra-aortic balloon, or its possible migration.